Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered is per the customer's report of "14 days ago approximately." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc freestyle libre 2 reader would only power on upon "shaking" it and has "wobbly contact." As a result, the customer was unable to monitor glucose and experienced symptoms of dizziness, sweating, and blurred vision. The customer was treated with glucose injection by his neighbor who is a doctor. There was no report of death or permanent injury associated with this event.